Event description:
It was reported that the patient presented to the clinic with acute left flank pain and dark stools. A computed tomography (CT) angiography of the abdomen showed infarct of the mid-left kidney as well as concern for thrombus in the outflow cannula. It was unable to be determined if the thrombus was intrinsic or extrinsic. The patient was hemodynamically stable with no alarms, and it was noted that a CT angiography (cta) of the chest would be needed to further assess. Log files were submitted for review and captured no unusual events in log file history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
H6 - health effect - clinical code: kidney injury. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no images were submitted for review. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported kidney infarct could not be conclusively determined through this evaluation. The submitted log files captured no notable events or alarms, and the device appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including thromboembolism. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.